Event description:
It was reported that since yesterday, stimulation was only on the patient¿s right side in the lower quadrant and down her leg. The patient was not feeling stimulation on her left side and not in her back. There was only group a, program 1 and program 2. After adjustments, the patient felt some stimulation on her left side, but the right side was still more apparent, especially in the front. While the patient was taking her device out of adaptive stim (as) mode, there was an option for clinician programming. The patient chose that option and was able to feel stimulation as she did before. The as option was also removed. The patient was going to follow up with her healthcare provider (hcp) on (B)(6). Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708260, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3998, lot# j0454454v, implanted: 2004 (B)(6); product type lead product ID 3550-29, lot# n486801, implanted: 2015 (B)(6); product type accessory. (B)(4).